Manufacturer narrative:
(B)(4). Method: device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai preloaded injector. Prior to implantation, the lens became stuck in the cartridge. Lens was not implanted and there were no patient contact.

Manufacturer narrative:
Additional information: device evaluation: the delivery system was returned in a device tray. Visual inspection found not enough viscoelastic, cartridge tip damaged, foreign material on/in device (low amount of viscoelastic present), and lens stuck in cartridge. (B)(4).